Event description:
A healthcare professional reported that an ophthalmic operating system that could not extract silicone oil before vitrectomy surgery. Surgery was completed on the same day by manually extruding silicone oil. There was no patient harm.

Manufacturer narrative:
The company representative was able to confirm the reported event(s). To address the silicone injection issue, the pneumatic module was replaced. Additionally, the fluidics regulator pressure was adjusted to address the sm issue. The system was tested and found to meet product specifications. The sm is attributed to incorrect regulator pressure. However, as to how or when it became incorrect remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. The reported ¿sm¿ is attributed to incorrect regulator pressure. However, as to how or when it became incorrect remains inconclusive. The root cause of the reported ¿extrusion issue¿ is attributed to nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).